Event description:
It was reported that during the use of the product, leakage of medical fluid from it was observed. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved using a syringe with colored water to detect any leaks. The investigation found that the device was leaking from the filter air outlet confirming the complaint allegation. One possible, but unconfirmed, problem source was listed as the presence of surfactants in the device. Review of the DHR indicated that the lot was manufactured with 13,500 units, lot met the requirements to release the lot with no deviations identified during their manufactured., corrected data: d4, model number should be null, expiration date updated, d10 updated, h4 updated.